Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. Manufacturer report #3005099803-2014-00844 captures the nasobiliary tube w/ jagwire and report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that a flexima biliary stent was placed during a stenting of the middle bile duct procedure performed on (B)(6) 2014. According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. On (B)(6) 2014, the flexima biliary stent was found to be dislodged. Therefore, the flexima stent was removed and a nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this nasobiliary tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.